Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed. While attempting to place a second mitraclip there was a perforation of the anterior leaflet. The second clip was deployed and the procedure was discontinued. The final mr was grade <1. There were no clinically significant delays reported. It was reported that on (B)(6) 2025, the patient returned for a secondary mitraclip procedure. Two clips were implanted successfully and the procedure was discontinued.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury (leaftlet damage) could not be determined. Tissue injury is listed in the instructions for use and is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment and unexpected medical intervention were result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.